Event description:
It was reported that due to a ventilator malfunction, a patient was placed on another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).